Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). During the primary surgery it was noted after insertion of the stem that there was a fracture noted in the femoral neck, just medial to the implant that did not extend distally. Update: (B)(6) 2014 - litigation received. Litigation alleges pain and elevated metal ion levels. The cup and head have been added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d 11/05/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The sleeve is being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/04/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec 12/4/2014 - medical records received. Patient revised to address pain. Upon revision, acetabular loosening and malposition, scarring, adhesions, clear yellow fluid with particulate debris, granulation tissue and osteolysis were noted. The information received does not change the MDR decision.